Manufacturer narrative:
(B)(4). It was stated by the perfusionist that after cleaning and filling the tcm, there was no flow on the arterial main circuit. The perfusionist noticed that after removing the arterial in hose and examining the female in coupler, the center plunger was moving freely and when depressing with a screwdriver, there was no water flowing out. The field service representative verified there was no flow on the arterial in female coupler when depressing the center plunger. The defective female coupler was removed, and a new one was installed on the arterial in. The arterial out female coupler was also replaced as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The biomedical technician reported that during preventive maintenance (pm) of the device, the heater cooler (tcm) fitting for the water hose was broken. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the couplers were rusted and corroded. One of the couplers was rusted to the point of not being functional. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.